Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation error display and cannot access clinical settings, there was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca , blower, blower box kit, iso port, heater plate, inlet seal, bottom with contamination, ui bezel with electrical damaged, label by change of bottom the customer complaint was reproduced. There was 1 error has been identified.